Event description:
It was reported to boston scientific corporation in 2005 that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure the same day (patient gender, age and weight unknown). According to the complainant, during the procedure, the cover of the jagwire came off in the common bile duct and the pancreatic duct. The physician was able to retrieve the cover from the common bile duct, but not from the pancreatic duct. The physician continued to monitor the patient. Follow up information revealed that no patient complications were reported as a result of this event. The patient's condition was reported to be stable.

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.